Event description:
It was reported that the device was used during a laparoscopic roux en y, robot assisted. The cartridge has a metal piece (cartridge pan) out of place. The reload could not be loaded into the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge pan dislodged the analysis results that one reload was received fully loaded with staples and with the pan partially detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.